Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On the same day as the event, the patient discontinued peritoneal dialysis therapy. On an unreported date the patient was switched to hemodialysis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient had recovered from the event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).